Manufacturer narrative:
Uveitis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 05/09/2017.

Event description:
Clinical follow-up was requested and on 05/08/2017 the surgeon provided the following additional details. As a result of the vitreous hemorrhage, the patient experienced prolonged uveitis that had since resolved. The surgeon reported that the possible cause of the vitreous hemorrhage was intraoperative heme from the trabecular meshwork that bled into the vitreous. The patient was not taking any anticoagulant medications preoperatively or postoperatively. The patient was monitored for the vitreous hemorrhage, which was reported to be self-resolving, requiring no intervention. The patient was referred to a retinal specialist for a second opinion. The patient is improved with good prognosis, and the event was reported to be resolved.

Manufacturer narrative:
Manufacturer reference # (B)(4). Submitted to FDA on 03/24/2017.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Vitreous hemorrhage and decreased visual acuity are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that after an uncomplicated cataract surgery, the surgeon attempted to implant the istent but there was some visualization issues due to heme. After two to three attempts, the istent was successfully implanted. When the patient was repositioned, the surgeon reported viewing heme in the vitreous (around 6 to 7/8 o'clock). The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported the following. The history was one of an uneventful cataract extraction in a patient with a relatively dense lens. The surgeon didn't note any zonular or capsular issues intraoperatively. The iol was a one piece placed in the capsular bag. The surgeon went to place the istent but was not satisfied with position so it was re-grasped and repositioned. There was refluxed heme in the anterior chamber which was removed by a significant amount of viscoelastic. The surgeon was happy with the new stent position when it was visualized. At this point, heme was noted in the vitreous cavity inferiorly. On post-operative day 1 the blood was noted in the vitreous. The patient presented with corneal edema and hand motion vision and the iop was 14 mm hg. The surgeon reported that they thought the patient had pseudophakodonesis. The patient was sent for a retina evaluation. It was reported that the retina was flat and the vitreous hemorrhage was not dense and would likely clear quickly. Additional information was requested and on 3-13-2017, the surgeon reported that the patient was improving and the visual acuity was 20/200. Additional information has been requested.